Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported there were high impedances on both leads and patient lost effective stimulation as a result. Patient also had mrsa infection. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored and patient was recovering post-op.

Manufacturer narrative:
A patient developed a mrsa infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.